Event description:
Patient contacted dexcom to report rash.

Manufacturer narrative:
Patient reported an irritation/rash. Patient reported having a couple of scars, no discomfort at this time. Patient has had this issue since starting the sensor on (B)(6) 2013. Patient appears to be fine. Additional information: date of medical intervention: (B)(6) 2013. Other medication: steroid cream. No additional information is available at this time.